Manufacturer narrative:
(B)(4). Date sent: 4/1/2025. D4 batch #: 213c49. D4: UDI: (01)gtin unavailable. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 5 double drivers missing and 1 single driver missing, making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 213c49, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the unknown surgery, could not fire. Changed to the new device to complete surgery. There was no patient consequence reported. No additional information can be provided.